Event description:
Patient was admitted to the hosp in late 2007 with abdominal pain. A CT scan showed a retained foreign body that was 3cm by 1cm with a ring around it. The patient was taken to surgery on the next day for removal of the foreign body which was identified as the plastic cap of a catheter tip syringe (called a toomey syringe by staff). This syringe was used to inject sepra film during a laparoscopic cholecystectomy and lysis of adhesions around the gallbladder on nineteen days prior to original date. Contributing factors to the retention of the syringe cap were identified during an investigation of this occurrence. Those factors are as follows: the syringe and cap are of the same color as well as the sepra film mixed in saline that the syringe contained at the time of use. The lights in the operating room are dimmed secondary to the procedure being laparoscopic. The surgeon was not aware that the cap was still on the syringe when he injected the sepra film through one of the trocar sites. The cap has to stay on the syringe, so none of the solution spills out prematurely. The cap of the syringe is being kept secured by risk mgmt.